Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the or for a lead revision. Previously poor r-wave amp sensing on the ventricular lead was observed. Blood in the lead insulation was noted. The lead was explanted and replaced. The patient was well and will continue to be monitored with routine follow-up.

Event description:
New information received indicates that intermittent sensing was observed.